Manufacturer narrative:
Investigation revealed that there was no system malfunction. The globus medical representative at this case reported patient movement, unrelated to using egps, caused navigational integrity to be lost. The patient was not re-registered, and no implants were revised or removed intra-operatively. Ultimately, this procedure was aborted and there were no reported adverse effects to the patient. The severity observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error.